Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had exposed the insulin pump to fluid. Customer stated that she jumped into the pool with the insulin pump and when she pushes the activate key, the pump goes off. Customer stated that she also had a blank display and when she dried off the pump, it worked fine until today. Customer does not know if the pump has been giving her insulin. Customer stated that there were no alarms after the pump was exposed to the water. Customer is unable to get into the menu of the pump as pushing any button will turn the screen blank. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a blank display followed by an unexpected constant audio alarm due to moisture damage to the electronic assembly. The insulin pump was received with moisture damage to the motor, battery tube and vibrator assembly. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.